Manufacturer narrative:
(B)(4) for the reported event of stent detached.

Event description:
It was reported to boston scientific corporation that during preparation to place a contour ureteral stent, when the device was unpacked, it was discovered that the device was detached. Reportedly, the issue with the device was noticed through the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable".

Event description:
It was reported to boston scientific corporation that during preparation to place a contour ureteral stent, when the device was unpacked, it was discovered that the device was detached. Reportedly, the issue with the device was noticed through the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Investigation of the returned contour ureteral stent revealed that the device was separated into two sections. The suture hole found on the bladder end of the device was ripped and the suture was not returned. Deep marks were identified on the renal end. The damage found on the stent is consistent with damage caused by the suture when it is being pulled. Based on the investigation this is no longer a reportable event since a visual inspection preformed by cis and review of the returned device showed that the tear is consistent with those caused by the suture.